Event description:
During baxter's functionality testing, it was found that a spectrum pump had evidence of unauthorized repairs. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the unauthorized repairs to the device were confirmed. Evaluation found that when unit (B)(4), when powered up, displayed serial number (B)(4). Review of both device history records show that the I/o printed circuit board (pcb) and processor pcb belong to unit (B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion pump is restricted to qualified sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited.